Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, and it exhibited intermittent capture and high, unstable thresholds. It was noted that the patient experienced bradycardia. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.